Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176.  Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that patient required medical attention while wearing a pod for 4 to 24 hours on the leg. Due to being unresponsive and unable to wake up, a family member called 911. Paramedics broke into patient's apartment and tested patient's blood glucose level (bg) around 20 mg/dl; emergency medical technicians (emt) treated her with 2 glucose injections prior to transport to hospital by ambulance. While en route to the hospital, patient was given 2 packets of glucose gel by emt. Patient was diagnosed with a "glycemic attack" (hypoglycemia), treated with insulin via intravenous fluids and continued to have bg levels monitored. When pod was removed, it was reported that insulin was still being delivered by the device. After 8 hours, patient's bg level was 202 mg/dl and she was released. Patient was not given additional medications, but was instructed to continue with manual insulin injections until pod supply could be replenished.